Event description:
It was reported that when using the bd pyxis¿ es server new user was not crossing and not appeared on server. The customer attempted to assign access to the user, but unable to locate the user identification (ID) in the system. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the user appeared in the system the next day without intervention, likely scheduled once daily syncing. With the user then visible and no further action required, the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.